Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable was broken and unable to fit into the usb port to charge the pump. It was confirmed that the pump was able to be charged with a different usb cable. There was no reported impact to the customer's blood glucose level. A replacement usb cable was sent to the customer.